Manufacturer narrative:
H11: a device service history review has been performed and identified that no other similar event has been reported since the unit's manufacturing date, neither concerning trend has been identified. Based on investigation findings, the most likely root cause is an electrical failure of the internal distribution board of the unit, most likely involving the connector associated with the second patient-side pumping module. Failure of electronic boards can be attributed to multiple and non-deterministic factors, such as exposure to heat, dust, and moisture, accidental impacts (drops and falls), and power overloads/surges, as well as the variability of micro-subcomponents. However, there is no concerning trend for this kind of failure. The risk associated has been assessed as acceptable. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that, during priming, the 3t heater cooler displayed alarm pump uses too much power (patient circuit, e21). There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. Upon opening and inspecting, it was observed that the error appeared when the patient pump-2 was connected to the distribution board. To isolate the issue, service engineer removed the patient pump-2 and the error disappeared. After cross checking thoroughly, it was confirmed that the distibution board is defective. After replacing it with a new one, the machine is now functioning properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.